Event description:
It was reported this balloon ruptured following the second inflation during a dialysis fistula angioplasty procedure. An inflation device with pressure gauge was not used. During withdrawal of the balloon catheter through the introducer sheath a portion of the balloon material detached and remained in the introducer sheath. The catheter and balloon were removed successfully as a unit. Another unit was used to successfully complete the procedure. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon catheter through the introducer sheath. Additionally, an inflation device with pressure gauge was not used to determine adequate dilating force within the balloon. Company believe the above factors may have contributed to this event. However, company is unable to determine the exact cause for this event.